Manufacturer narrative:
The device was not returned for evaluation. A potential root cause could be due to bend former/configuration during package the lot number is unknown therefore the device history record could not be reviewed. We were unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that the catheters were curved and the patient could not use them.